Event description:
The customer reported to vyaire medical problem with bellavista 1000 in which shut down dialogue box appears on display automatically. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, they have cleaned the power board but problem is not resolved. They cross checked the unit with another power board and problem was resolved. Vyaire sent the request to customer service team for shipping a new power board under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to verify the reported issue. As per log file analysis, the root cause was determined to be due to a power board being defective.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. The root cause of failure was due to a defective power board electronics. It is determined that excessive heating at ic u5 is causing the shutdown bar to display and spontaneously turning on the bellavista unit when it is in the off state.